Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported during a laparoscopic cholecystectomy the 511sd trocar site started to leak co2 gas due to a tear in the outer gasket. The surgeon had to pause repeatedly to enable the abdomen to fill with co2. Eventually, the surgeon completed the case. It came from a fdc15 kit. There was no consequence to the patient.